Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
At the conclusion of cataract extraction, the surgeon was using anterior chamber cannula attached to luer syringe to irrigate the wound with saline when during the final instillation the cannula came off the syringe under pressure and entered the eye causing bleeding. The eye exam found that the posterior capsule was torn. The patient was referred to retinal surgeon for further exam and management and will likely require additional surgery.

Manufacturer narrative:
No finished goods lot number was identified with this complaint; therefore, device history record (DHR) and lot history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or testing could not be conducted in order to ascertain the failure mode for the reported device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. An analysis of similar complaints of cannula detachment from syringes confirmed no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak materials management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). Customer medwatch form - 23- jul- 2019.pdf, (B)(4). Medwatch form mw5088284 - 23- jul- 2019.pdf.